Event description:
It was reported that outside of surgery, the black hose is not connecting to the dermatome. There was no patient involvement. Due diligence is complete, no further information is available

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10, and h11. Review of the most recent repair record identified no related findings/repairs to the reported event. Tech could not reproduce the reported issue. Tech addressed unrelated issues, tested the unit, calibrated it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.